Event description:
It was initially reported that a patient was having breakthrough seizure with the relationship to pre-vns baseline levels unknown. Device diagnostics performed resulted in high lead impedance (impedance value >10,000 ohms). The patient was referred for x-rays and the device was not programmed off. There were no reports of trauma or manipulation prior to the onset of the high lead impedance. The seizures began (B)(6) weeks prior to the high lead impedance readings, however, as the patient has multiple health issues (unrelated to vns) it was unclear if the seizures were due to the high lead impedance readings or other factors. Good faith attempts to obtain additional information were unsuccessful to date. X-rays were sent to the manufacturer for review. During the review, the lead pin could not be seen past the second connector block indicating that it may not be fully inserted however this observation is based off the angle of the x-rays provided. There was some coiling of the lead body by the generator site and the patient is known to pick at the device however based on the coiling of the device it is difficult to determine if it is due to the patient "flipping" the device or if the lead body was coiled originally during device implant. There were no gross fractures or acute angles noted in the x-rays provided however some of the lead body was behind the generator and could not be assessed. The patient will most likely be referred for surgery however surgery has not occurred to date.

Event description:
Additional information received revealed that the patient underwent full revision surgery on (B)(6) 2011, during which the lead and generator were explanted and replaced. Good faith attempts to obtain the explanted devices for product analysis have been unsuccessful to date.

Event description:
Additional information received revealed that the explanted devices have been discarded and will not be returned for analysis.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Manufacturer reviewed programming/device diagnostic history. X-rays reviewed by the manufacturer and no gross lead discontinuities were found.